Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale and bed exit are not operating. The head right load cell was not fully connected at the connector. No pt involvement or adverse consequences are reported.